Event description:
Rf microneedling. Left me with significant fat loss in my face resulting in making me look about 10-15 years older. Also left me with terrible grid marks that took months to go away.